Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main drawer 5.2 was failed to open and required maintenance. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 5.2 was failed to open and required maintenance. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer wasn¿t opening. A field service engineer found that the divider plate was found to be slightly bent during inspection. It was removed and carefully bent back to its original shape. After reinstallation, the plate was secured properly. The device was then tested by running the final test, which confirmed proper functionality. The system functioned as intended after the field service engineer repaired the device.